Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days post-implant, there was non-capture, one ventricular intrinsic beat not sensed, polarity switch, and lead warning for high impedance in both unipolar and bipolar. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.